Manufacturer narrative:
A supplemental report will be submitted upon completion of the plaint's investigation.

Event description:
A peritoneal dialysis patient reported a leak in the cycler door after going through the disconnection procedure. The patient's effluent was clear and no prophylactic antibiotics were used. The patient did not have any health complications.